Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was retained by the facility and will not be returned.